Event description:
The customer reported the device was not able to change settings and all settings were set to factory default. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device was not able to change settings and all settings were set to factory default. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.